Event description:
It was reported the ipg could no longer communicate with charger and programmer due to the patient not recharging it as recommended. In turn, the ipg became inoperable. As a result, the ipg was explanted and replaced (with a different model). Stimulation was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.